Event description:
A user facility reported that a pt complained of warming on her left forearm, following a scan of her right shoulder. The pt contacted the imaging center on (B)(6) 2010 to inform them that the area of warming had developed into a burn with blisters. The user facility requested that the pt return to the imaging center to be examined by a physician, however the pt reportedly declined. The extent of the pt's injury is unk. The user facility indicated that no padding was used, due to the size of the patient. There was reportedly no skin-to-skin contact. A pillowcase was reportedly used between the pt and the bore. The exam consisted of 5 scans. The duration of the exam was 22 minutes. The pulse sequences used for the exam were t1, fse, and fatsat. The duration for the series was as follows; 3plane: 12 seconds, fse 3 minutes, 30 seconds. The gehc field engineer performed the system checkout and detected no problems with the system or the coils in question. Based on the available system test data from gehc field engineering, there is no evidence that the mr system malfunctioned.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.